Manufacturer narrative:
The tm (territory manager) had completed system installation to specs. Device was checked and passed full performance verification, specifications were met with pmma (poly methyl methacrylate) disk tests. A root cause could not be identified. (B)(4).

Event description:
Laser technician reported a case of an incomplete flap. The flap appeared to have been made but surgeon could not lift it. No patient impact information was reported. More information has been requested.